Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, when the surgeon managed to close the instrument with the staples and pushed the green button, the instrument did not fire. There was no patient injury.